Event description:
It was reported that the catheter was being placed femorally in the uci department at which time, they experienced problems with the wire. Follow up info received on (B)(4) 2012, states the physician had an issue when attempting to remove the wire when using the kit used on this pt. When they removed the wire, it was "tearing". As a result, everything was removed intact and a second kit was used. There was a delay in treatment with no pt harm, and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.